Manufacturer narrative:
A controller and two batteries were returned for evaluation. The pump, (B)(4), was not returned. Review of the manufacturing documentation confirmed that the associated pump met all requirements for release. Log file analysis revealed that the controller had a depleted internal real time clock battery. Event files suggest the controller was last configured on (B)(4) 2015. The reported event date occurred on (B)(6) 2016, or approximately 3 months after the last time the controller was powered. This determination is possible as the sequence number in the event log files suggest the reset of the real time clock occurred after the configurations performed on (B)(4) 2015. Analysis of the data logs indicate the controller was in use for approximately an hour. Analysis of the batteries, (B)(4), revealed that the devices met specifications; the units passed visual examination and functional testing. Analysis of the controller revealed that the device passed visual and functional testing. However, during log file analysis, it was observed that the real time clock was reset to zero. After allowing the controller to run in order to charge the real time clock battery, the date and time stamp were reconfigured. Results show that the controller was able to keep an accurate date and time. Analysis of the alarm files reveal that two vad disconnect alarms and two low flow alarms were logged. The last low flow alarm was logged on (B)(4) 2000 at 00:49:06. The last data point in the data log files has a time stamp of 01:15:12. Based on the available information, it's unknown when the event occurred as the real time clock was reset to zero, however, analysis of the logs did not reveal any abnormalities that may have contributed to the event. The vad disconnect alarms were most likely due to a driveline disconnection. Based on the available information, it's unknown when the event occurred as the real time clock was reset to zero, however, analysis of the logs did not reveal any abnormalities that may have contributed to the event. Additionally, there is no evidence to suggest that a device malfunction of the returned devices caused or contributed to the reported event. Additional system component being reported for this event: controller: (B)(4) - expiration date: 02-28-20214. (B)(4). Battery: (B)(4) - expiration date: 04-30-20216--(B)(4). Battery: (B)(4) - expiration date: : 04-30-20216--(B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Death as a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a patient was at home sitting at the table with his family. Suddenly he was "falling backwards" and "they were not able to revive him." The vad coordinator received the equipment from the undertaker and sent in logfiles. Log files were sent to the manufacturer but were incomplete and unable to analyze. Hospital is asking for inspection of the used equipment and especially for a logfile analysis. Product is planned to be returned to the manufacturer. No additional information available at this time.